Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the superficial dermis of the lip with juvéderm ultra¿ xc, using a serial puncture linear threading retrograde technique. The patient was pre-treated with tetracaine, prilocaine, and lignocaine. On the same day, the patient experienced ¿occlusion sighted with white tracking and bruising.¿ the event occurred at the right top lip, superior to vermilion border, and right bottom lip, at the vermilion border and inferior to it. The event was also described as ¿skin superior to r vermilion border and inferior to bottom r vermilion border becoming white with nil capillary return when palpated. Also lack of capillary return in top r lip body¿. 4.5 vials of hylase® were administered straight away. The capillary refill returned. The symptoms resolved on the same day.